Manufacturer narrative:
Due diligence was executed for this event. The device has been returned and a device evaluation completed. The user¿s complaint was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check; error code u509. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it has normal wear no metal exposed. The distal end of the device was inspected under a microscope and observed a large crack on the probe that caused the error code on the device. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Product investigation conclusion based on the evaluation is that the crack on the probe is attributed to the probe coming into contact with a hard or metallic surface during activation. The instruction manual (IFU) includes several warning statements in an effort to prevent damage to the device: "do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
As reported in the event, during the diagnostic laparoscopic hysterectomy procedure the device stopped working. Unplugging and reconnecting the device did not get the device working again. The procedure was completed with another device. There was no adverse impact on the patient.